Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient had difficulty walking an hour after being implanted with the ins. The hcp wanted to perform an MRI for a possible hematoma. These symptoms were considered sudden. Additional information received stated that after the implant procedure, the patient felt weakness and couldn't support her weight on her left leg. The patient was admitted to a hospital. No further information was provided , and follow up is being conducted to obtain additional information. There were no reported complications and no further complications were expected. Additional information received from the manufacturer representative reported that the cause of the hematoma and weakness was not determined. Actions taken to resolve the issues included the doctor being notified of the patient¿s lipitor being increased and the patient being sent back to rehab. It was unknown if the hematoma or weakness was resolved.